Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer experienced ketones and vomiting. The customer's blood glucose levels were out of the glucose meter's range. Troubleshooting was performed, and the insulin pump was programmed correctly. Unable to continue troubleshooting as the mother didn't have the tubing clamp with her. The mother stated that the customer has been hospitalized four times ever since she got this insulin pump. The customer was very uncomfortable with the insulin pump, and asked for a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.